Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted.